Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that there was no image due to a faulty rear panel assembly. Other findings include: dust found inside the equipment and pins of the receptacle unit were found corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit has an output signal issue as the serial digital interface (sdi) port is not working. The issue was found during maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective rear panel assembly and pins of the receptacle unit are corroded, likely causing the serial digital interface (sdi) port to not work. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.